Event description:
It was reported that this right atrial (ra) lead with the implantable cardioverter defibrillator (ICD) exhibited far field oversensing. The patient had ventricular fibrillation (vf) due to hypokalemia. The physician alleged the oversensing triggered the patient vf, but the device was already in a non-tracking mode due to the atrial tachy response (atr) trigger. The vf was due to the patient condition. A shock was delivered that terminated that patient rhythm. Technical services (ts) recommended programming changes to reduce the far field oversensing. This ra lead and ICD remain in service. No adverse patient effects were reported.